Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a therapeutic procedure, the endoscopic image got abnormal. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the reported event was not reproduced when the device was connected to a cv-180, but was reproduced when it was connected to a otv-s190. When the reported event was reproduced, it was confirmed that no voltage was being supplied to the charge coupled device (ccd) of the device. Therefore, omsc guessed that the video connector board was defective. The manufacturing history (DHR) confirmed no irregularity. Omsc guessed that the reported event was caused by the defect of the video connector board due to aging. If additional information becomes available, this report will be supplemented.